Event description:
On (B)(6) 2020, during a follow-up call, a patient contact reported to fresenius that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was being hospitalized for a scheduled catheter procedure. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) of product(s) in the initial reporting. Upon follow up, the patient's pd registered nurse (pdrn) reported this patient was hospitalized on (B)(6) 2020 for a pd catheter (not a fresenius product) removal. The patient's nephrologist determined this patient's peritoneum was not suitable for pd therapy due to adhesions, and the patient was transitioned to hemodialysis (hd) for renal replacement therapy (rrt). There was no report of infection, hernia or any serious injury that could potentially cause or contribute to this event. It was confirmed the patient's pd catheter removal, the discontiuation of pd in favor of hd therapy and the associated hospitalization were not due to a malfunction or deficiency of the liberty select cycler or any fresenius device(s) or product(s). The patient was able to undergo hd therapy on a hospital provided hd machine (brand and madel unknown) during the admission. The patient had an uneventful hospital course and was discharged on (B)(6) 2020. The patient recovered form this event and contiues hd therapy on an in-center basis. Based on the acquired information, there was no indication of a serious injury, patient death, or other adverse event related to a fresenius product. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).